Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient stated that about 4-6 months ago they noticed that the battery is rubbing against their spine on their vertebra on their right side and it hurts. Patient stated that it has gotten progressively worse. The patient was redirected to their healthcare provider to further address the issue. Patient stated they are establishing care with a new hcp in the beginning on (B)(6) but could not remember provider's name.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.